Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site name: (B)(6). Event site postal code: (B)(6). Event site telephone: (B)(6). Getinge became aware of an issue with one of surgical lights - volista access ii. It was stated and confirmed by photographic evidence that the ring of celling cover has been damaged. There was no injury reported, however we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if the claimed device was or was not being used for patient treatment or diagnosis when the event took place. According to analysis by subject matter expert at manufacturer¿s, on the photo provided it can be noticed that the metal insert came out with the screw from the plastic part. According to the specification these inserts are able to withstand 30 kgs. So we are facing here to an over-tightening at the mounting of these parts. This case remains isolated and this is an installation issue. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Getinge became aware of an issue with one of surgical lights - volista access ii. It was stated and confirmed by photographic evidence that the ring of celling cover has been damaged. There was no injury reported, however we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or injury.